Event description:
A patient reported experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 185 mg/dl vs. 285 lab. Tests were done within 11-20 minutes with a difference of 27%. Patient did not experience any adverse events.